Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device error alarm and unresponsive button due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons was not functioning and insulin pump had motor current error detected alarm. The customer¿s blood glucose level was 197 mg/dl at the time of incident. Customer stated that they cannot did anything on the screen. Customer stated that the insulin pumps count's to 6 and it will go off no power the clock was not correct can't get to any menu .customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to back up plan the insulin pump will be returned for analysis.